Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: generalized illness. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast augmentation revision with mentor smooth round moderate plus profile 325cc saline breast implants which the patient reported generalized illnesses as breast tenderness and shooting pain in both breasts, but more significant in left. Join pain, rash all over body. Having a hard time breathing, heavy chest. Fatigue. Brain fog. Chronic issues - decline in visions, dry eye and diagnosed with ocular rosacia. Pericarditis. Ear ringing. Food intolerance and for the first time food allergies. Celiac disease. Tingling in arms. Left side have swollen lymph nodes. Heart palpitations. Insomnia. Night sweats. On and off cough. Acid reflex. Metallic taste in mouth. Gallbladder removed. Appendix removed. Gum disease. These issues occurred after implantation. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the right side.